Manufacturer narrative:
The complaint was confirmed. The dissector was returned with the left jaw fractured off. The fracture site is at the thin transition feature of the jaw prior to the center pivot hole. As reported by the customer, the jaw itself was discarded by the hospital staff. Failures such as these have been attributed with excessive force being applied to the device beyond its design specifications.

Event description:
Product became faulty intra-operatively. One tip of the forceps became detached from the instrument when in use, resulting in loss of the tip inside the patient. The tip was located only when intensive imaging was called to x-ray the patient. While the broken piece was retrieved from the patient with no patient harm, it was unfortunately disposed of with the sharps.